Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17264.

Manufacturer narrative:
H10: it was reported that there was no patient involvement at the time the issue was discovered. A field service engineer (fse) was dispatched onsite. Upon arrival, the fse tried to calibrate the touchscreen but was not able access it or turn the device off. After confirming that the touchscreen was not responding, the fse ordered a new touchscreen to complete the repair. The fse verified that the new touchscreen replacement resolved the reported issue. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding. The device was not in clinical use, at the time the issue was discovered. There was no patient or user harm reported.